Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Device received with cracked case behind the pump near the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that multiple error alarm. Customer's blood glucose value was 15 mmol/l at the time of the incident. Customer stated that insulin pump had blank display. The customer was assisted with troubleshooting for multiple pump error. Device will return device for analysis.